Event description:
It is reported that, in the x-rays taken after surgery, a metal spike was detected. The instruments used in the surgery were then checked by the hospital and the ml-taper rasp was found to be broken.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.